Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the available recording period between (B)(6) 2019 and (B)(6) 2019, the right ventricular pacing impedance was recorded steadily at approximately 500 ohm before rising at the end of the recording period abruptly to approximately 2000 ohm. In the available iegm episodes artifacts and oversensing was visible in the right ventricular channel, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received inappropriate shock due to oversensing approx. 88 months after the implantation.